Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was returned not deployed. The download data shows the device completed 45 first prime pulses and was then deactivated after the completion of first prime. During investigation the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a failure of the cannula to deploy. The soft cannula could not be bent or kinked as the cannula never deployed.